Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report (B)(6) . During use, the pump would not work using the fiber optic sensor (fos) balloon. They had a system 8 error message on the screen. As a result, the pump was exchanged. The defective part was found and replaced. No problems when using the same balloon. No patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, system error 8" is not confirmed. The reported issue could not be reproduced during functional testing. The fos board passed the fos pressure test. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported via a field service report l700353. During use, the pump would not work using the fiber optic sensor (fos) balloon. They had a system 8 error message on the screen. As a result, the pump was exchanged. The defective part was found and replaced. No problems when using the same balloon. No patient complications reported.